Event description:
It was reported the physician felt resistance when the catheter was loaded into the guidewire and the tip of the guidewire could not come out through the exit port. The catheter was flushed again; however, the same problem occurred. Another device (details unknown as of this time) was used and the procedure was completed. There was no report of patient injury due to this event.

Manufacturer narrative:
(B)(4). The complaint device has not been received by the manufacturer so a device evaluation has not been performed yet. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.